Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a hematoma (requiring revision). Reoperation was on (B)(6) 2014 with wound debridement, hematoseroma and antibiotics, (amixicilline/prophylaction). Implant was not removed. Patient recovered without persistent damage. The event resulted in patient hospitalization or prolongation of existing hospitalization. It was also reported that the hematoma requiring revision 11 days after initial surgery, it required reoperation on (B)(6) 2014. The patient recovered without persistent damage. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lots. (B)(4); this is the date of the revision procedure; it is unknown if that the hematoma occurred on that date as well, device has not been explanted; (B)(6) 2014 a revision procedure occurred but the implant was not removed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for nine unknown screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.